Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow thrombus was unable to be confirmed as no images or log files were provided, and the device was not returned for evaluation. Due to patient privacy laws, the managing hospital did not communicate further information. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), has not been returned to date. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient underwent pump exchange due to inflow thrombosis on (B)(6) 2025.